Manufacturer narrative:
Hologic is submitting this report in accordance with 21. Cfr part 803. The submission is based upon the currently available information. The submission of this report does not represent a confirmation of device malfunction involving the hologic products in the event described. Lot and serial number of the device not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported and a definitive root cause for the reported event could not be determined. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
A customer reported an alarm issue with the adc device, with use of a samsung s22 phone with android 13 operating system. The customer experienced a signal loss and was unable to obtain readings. As a result, the customer was not alerted of changes in glucose level and experienced symptoms described as sleepy and sweating. The customer was treated with oral glucose by a third-party. The impacted product associated with this complaint is on market in the united states, as well as the following countries ous (outside of us): ae, at, au, be, ca, ch, cz, de, dk, es, fi, fr, gb, gr, hr, il, it, kw, lu, nl, no, nz, pl, pt, qa, sa, se, tw. Field action fa1010-2023 was issued to all impacted countries on 08-feb-2023. There was no report of death or permanent injury associated with this event.